Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late and rupture.

Event description:
Patient reported left side "pain" "enlargement firmness., and "rupture" a healthcare professional confirmed the event of seroma. Device remains implanted.